Event description:
The lay user/patient contacted lfs alleging that his ultramini meter would not power on. A medical surveillance specialist (mss) was unable to get in contact with the patient since a phone number was not provided; therefore, sent a letter to obtain further clinical information. The patient mentioned that he was unable to test on his meter since the meter would not power on. The patient mentioned that the issue began on (B) (6) 2010. At an unspecified time after the reported issue began on the same date, the patient began to exhibit symptoms of feeling shaky or lightheaded. The patient did not seek any medical attention or contact his physician for assistance. This was not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button. Patient was using the correct vial of test strips and the issue was not resolved via troubleshooting. No further clinical information was provided. It would have been helpful to know the patient's blood glucose readings prior to the event, diabetes regimen and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the meter not powering on, he later developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.